Event description:
Unidentified particle found inside of tubing during sterile compounding. Did not reach any patient. Upon removing particle, it was found to be made of hard plastic or glass. Product was medex 96in/244cm low vol ext. W/m/fll clamp apv=1.6ml tubing (B)(4) - smiths medical. FDA safety report ID# (B)(4).